Event description:
It was reported that while preparing to start a da vinci s prostatectomy procedure, the site stated that the light source was very dim. With the assistance of an isi technical support engineer, the site replaced the light cord; however, the light was still dim. The site did not have a replacement illuminator lamp module and tried a secondary light source, however, it did not produce enough light. The patient was under anesthesia and the port incisions were made when the surgeon made the decision to abort the planned surgical procedure.

Manufacturer narrative:
The investigation conducted concluded that the vision issue experienced by the customer was associated with the illuminator lamp module. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. The system was repaired by replacing the affected illuminator lamp module. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.